Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow has to be pressed a certain way to elicit a response. The patient noted the keypad was peeling from the bottom. It was not determined whether damage or tactile change occurred first. The patient denied moisture exposure and reportedly wore the pump in a pocket. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012 . Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling below the ok button exposing the button contact. On testing, the up arrow button had intermittent response requiring multiple presses with increasing force to evoke a response. The ok, down arrow and contrast buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.